Event description:
Customer reported the pump failed the volume test. The device was received for evaluation. Performed the flow rate test and the device delivered 25.8 ml within the range of >23.8 ml to <26.2 ml. Error 99 and error 51 were found in the device history log. The central unit, power supply board and speaker assembly were replaced. Completed configuration, calibration and quality control testing. All tests passed. After repair, the pump was found to meet specification.